Manufacturer narrative:
The investigation was started but has not been concluded yet. The investigation result will be reported in the follow up report.

Event description:
It was reported that, during battery operation the alarm "battery discharged" did not appear. The monitor switched off itself without any optical or acoustical alarm. No patient injury reported.

Manufacturer narrative:
A video of the reported issue and the main diagnostic error log from the bedside monitor was received for analysis. The suspect monitor was received at the lubeck repair center for root cause analysis. The video confirmed the reported issue while the monitor was operating on battery power with 50% capacity and power down unexpectedly. However, the video received demonstrated that the monitor alarmed at shutdown. The main diagnostic error logs did not contain any entries from the date of the reported issue. In addition, there were no system faults found on the entries listed in the logs. The delta alarm behavior was checked using a known good monitor set up similar to what was displayed on the video while in simulation mode and running on battery power. The reported no alarm behavior was not reproducible. In repair center, the pcba of the cited monitor was checked and found the configuration was incorrect where the device was set as a sc9000xl while the it actually was a delta. It appears the board was attempted to be configured. It is likely the unexpected shutdown was due to the configuration issue in the hospital. The monitor worked as expected once it was configured to its intended settings. There was no patient involvement in this case. By design, upon final shutdown, the monitor issues a piezo alarm which is an independent alarm that annunciates to alert the user that the device has shut down. Based on the investigation, the device alarmed as intended for shutdown. Risk management report was reviewed. There is no new or revised risk.

Event description:
Please refer to the initial report.